Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016, patient underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that in the same month, patient experienced stoma site infection that was treated with oral antibiotic bactrim. The infection resolved.